Event description:
Event description guidant received information that during an elective device replacement procedure of this abdominal system, this chronic implantable endocardial lead measured high impedances on the shocking channel during inductions. One high energy shock failed to convert the induced rhythm and external resuscitation was necessary.